Manufacturer narrative:
The customer contacted the siemens customer care center regarding a falsely depressed vancomycin patient sample result on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 1500 system. The discordant result was reported to the physician(s) and questioned. The same sample was reprocessed on the original system and on an alternate dimension vista system. The reprocessed results from both the systems were higher and matched with the patient history. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.

Manufacturer narrative:
Initial MDR 2517506-2021-00185 was filed 05-aug-2021. Additional information (30-aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed vancomycin (vanc) result. Hsc reviewed the information provided and the instrument data log. Quality control was within laboratory acceptance range and no issues were noted with other patient samples. Repeat of the same sample yielded expected results. No product non-conformance was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.